Manufacturer narrative:
This event occurred in (B)(4). The test strips have all been used so no test strips are available to be returned. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a lab using the dade innovin reagent. The meter is on loan from the patient's clinic. The result from the laboratory at 10:39 a.m. Was 3.2 inr. The result from the meter at 10:44 a.m. Was 4.2 inr. The patient's therapeutic range was 2.5 - 3.5 inr.